Event description:
Meter was reading inaccurately high. The pt obtained readings in the 200-mg/dl-range. Pt did not experience any symptoms during the time of concern. Pt contacted a medical professional and received phone advice. No further treatment was sought. The pt neither alleged harm nor experienced injury or medical interevention. The customer service rep was unable or unwilling to provide the unit of measurement stored in the meter. The pt reported that the test strips were damaged and the test strip vial was cracked. Pt had discarded the test strips and the vials. Based on the information supplied by the pt, there is an indication that the product(s) malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.